Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient passed away due to underlying health conditions and slow decline of health. The patient had dementia and parkinsons, and had stopped eating. The manufacturer attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.